Manufacturer narrative:
Unable to obtain implant or explant surgeon information. No product information available. Unable to conduct an investigation. Implant date: 2017. No further information available. Explant date: 2017. No further information available.

Event description:
Woke up one morning and was unable to urinate. Went to the doctor and they told her the band was eroding and causing problems with her ability to urinate.